Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the patient presented with acute stroke. An 8f gaidian (boston scientific) and a zhongtian distal access catheter (6f 125cm) were used as proximal support. Rebar-18 microcatheter was used and placed at the lesion site of internal carotid artery segment. In the process of thrombus removal, when the intracranial thrombectomy stent (sfr-6-30) entered the rebar-18 microcatheter, it was found that the stent had resistance when it was retrieved. After it was pulled out, it was found that the proximal end of the stent was bent and damaged, making it impossible to push it into place again. The operator stated that there were quality issues with the stent and no charges would be made. There was resistance in the proximal section of the catheter during the procedure during delivery. The vessel was moderately tortuous. No patient symptoms or further complications were reported as a result of this event. The device and any accessories were prepared as indicated in the IFU. It was noted the patient's vessel tortuosity was moderate. Stroke onset to reperfusion time was 50 minutes. Additional information received that the resistance was located in the middle and distal section of the catheter.